Event description:
In a retrospective (B)(6) of 260 pts, airway obstruction was noted in cases where rhbmp-2 was used in cervical spinal procedures performed between january 2004 and december 2009. No info about surgical procedures, levels implanted or specific pt conditions was given. It is reported that sometime postoperatively, hospital re-admission occurred in twenty-three cases. The reporter stated that extensive soft-tissue inflammatory response reaction was most likely to occur 2 to 7 days after surgery. The reasons for re-admission were not stated.

Manufacturer narrative:
(B)(4). Literature citation: yaremchuk, et. Al. Acute airway obstruction in cervical spinal procedures with bone morphogenetic proteins. Laryngoscope 2010:000. A review of the device history records cannot be performed without additional device info. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.